Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 50 mg/dl which was addressed with the customer consuming bread and jelly. Reportedly, the cause for bg was adjustment of the pump settings. Tandem technical support assisted the customer to input new pump settings. Recommendation was made to consult with healthcare provider regarding diabetes management.